Manufacturer narrative:
The expiration date for the total psa reagent is 31-dec-2019. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The alarm trace indicated on the date of the event that there were a number of short samples measured and a number of sample clots were identified. The observed calibration was acceptable at the time of the event. Qc recovery was low but was within 2 sd of the stated target. The centrifugation time is too short, and the centrifugation speed is too high for the sample tube.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable elecsys total psa immunoassay results for 1 patient tested on a cobas 6000 e 601. The initial total psa result was 5.78 ug/l and was reported outside of the laboratory. The initial result was questioned. A new sample was collected and the total psa result was 0.22 ug/l. On (B)(6) 2019 both samples were repeated. The total psa result for the initial sample was 0.185 ug/l. The total psa result for the new sample was 0.181 ug/l. There was no allegation of an adverse event. The total psa reagent lot number was 00351074.